Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that bd insyte-n autoguard needle pierced the catheter. The following information was provided by the initial reporter: attempting for a piv on neonate and when rethreaded needle into catheter that was in forearm it was noticed that the tip of the catheter seemed bent. Unable to place piv due to this. Needle retracted and catheter removed and noted toward the tip of the catheter a needle hole that was not straight through the end as it should be. Attempted for a second piv and the same thing happened again. Same lot number both times and has never happened to me before and I have done plenty of ivs with this brand and gauge catheter in the past.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.